Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a low blood glucose of 41 mg/dl. The customer was filling the reservoir with u500 insulin. The customer felt pain when pump was filled and the customer went very low. The customer had no symptoms. The customer was treated for the low blood glucose with glucose tablets and an IV drip at the hospital. Customer¿s blood glucose level was 233 mgdl at the time of the call. The customer was assisted with troubleshooting and the drive support cap was normal. The customer was unsure if connected to the insulin pump while priming and rewinding the device. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the delivery accuracy test at 0.08750 inches. No displacement anomalies were noted. The motor was tested outside the device and passed.